Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer's mother stated, the device doesn't alert her with no delivery alerts. The customer's mother doesn't know what is the customer blood glucose, advised to call back for proper insulin pump troubleshooting. The customer was advised that the device is still within warranty and we can replace at anytime event if we don't find anything wrong with it after high blood glucose troubleshooting.